Event description:
The leads were replaced (reason for replacement not reported). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.